Event description:
It was reported that a patient had received 0.1 ml beyond their hourly maximum on the cadd-solis pump, prompting an inquiry into the cause. After the manual had been reviewed and testing had been conducted, it was understood that the pump had stopped at 0.1 ml above the hourly limit, rather than at the exact limit, once the threshold had been exceeded. They received hydromorphone 1 mg/ml, no continuous rate, demand pca dose only in peripheral line. The outcome of the patient received dose higher than intended when order was placed. There was no reported patient harm.

Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.